Event description:
A steris service technician was advised by surgery center that an employee was treated for breathing difficulty after cleaning up liquid that leaked from a steris system 1 during a cycle. The employee reportedly observed liquid leaking from the unit and noticed an odor. He attempted to run another cycle, but this failed due to fill problems. After he and another person cleaned up the leak, the employee called a steris service technician, who replaced the inflatable seal on the lid of the unit. No further problems have been reported with the unit since the repair. The hospital reported that the employee and a co-worker spent 10 minutes cleaning up the liquid that leaked onto the floor. Afterwards, the employee reported experiencing breathing difficulties. He stepped outside for fresh air and then sought medical attention in the ER. He was x-rayed, treated with a nebulizer, and sent home to rest. He has since returned to work and has required no further treatment. The other employee who assisted with the clean up did not report any breathing difficulties.

Manufacturer narrative:
According to the risk management department at surgery center, the affected employee had recently been trained on system 1, including the procedures and precautions called for by the system 1 operator manual when cleaning up spilled use dilution, including the use of the appropriate ppe and increasing the ventilation to the area. Contrary to the operator instructions and steris's training, the employee failed to use any ppe or increase ventilation to the area before or during the clean-up. The sterilant use dilution is a mixture of diluted ingredients of steris 20 sterilant concentrate including the active ingredient, peracetic acid. Although the use dilution has a neutral ph, is non-toxic by oral and dermal administration, and has no corrosive effects on skin (although dermal irritation may occur in sensitive individuals upon repeated exposure), the system 1 operator manual clearly instructs operators on the proper precautions and practices to be employed when cleaning up spilled use dilution. In addition, msds information is provided with each shipment of sterilant. Steris has offered to perform additional in-service training at the hospital.